Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging segments missing on his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately two weeks ago; exact date/time is unknown. The patient reportedly manages his diabetes with metformin pills and glucoside pills. At an unknown date/time after the alleged issue occurred, he developed "blurry vision" and stated he increased his metformin by a half pill and took 2 additional glucoside pills also 2 weeks ago in response to his symptoms. No other device was available for testing. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there were no reports of trauma/misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.